Event description:
It was reported that the trigger of the system 7 sternum saw was sticking on, causing the saw to keep running after the user removed pressure from the trigger during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the trigger of the system 7 sternum saw was sticking on, causing the saw to keep running after the user removed pressure from the trigger during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported events, trigger sticks and run-on, were confirmed. During the inspection the service technician found that the safety bar and trigger were stiff. Upon disassembly corrosion was found inside. A trigger failure due to corrosion was found and determined to be the primary failure.